Manufacturer narrative:
Date of event: unknown. Investigation: bd received samples from the customer facility for investigation. The samples were visually inspected, and the customer's indicated failure mode for adapter separation was not observed. As the customer samples received were contaminated, no further evaluation was conducted. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for adapter separation with the incident lot was not observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that the luer was coming off the back end of a 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set during use. There was no report of injury or medical interventions.